Manufacturer narrative:
The product was not returned for evaluation. A review of the DHR for the lot was performed and no issues were noted during manufacturing. Retain samples from the same lot were tested for finished goods testing, including tensile strength and needle attachment tesing. Test results show that all retains passed. Investigations performed did not reveal any issues with the product and the report could not be substantiated. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provdided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "during an open procedure, the needle of the suture detached from the thread and fell into patient's cavity. The surgery was extended by 30 minutes or more to find the fallen needle but then it was retrieved and procedure was completed. No patient injury."